Event description:
During a routine contract inspection of the device,it was observed that the hard-paddle assembly was physically damaged and needed to be replaced. There were no reports of pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The hard-paddle assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly. It was observed that the paddles would deliver therapy; however, the energy select knob was broken/missing making it extremely difficult to change to the desired energy level. In addition, the user would not be able to readily tell what energy level they were selecting.